Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.005540 - the dentist reported that, 6 months after the dental implant was installed in intraoral region #9, its non-osseointegration was observed. The implant was installed without immediately load and the patient presented bone type ii.